Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua)17" (max motor on time exceeded during active operation) error message. Customer wasn't able to clear the error message and immediately performed manual CPR. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial#: (B)(6) displayed user advisory "(ua)17" (max motor on time exceeded during active operation) error message was confirmed during archive data review but was not during initial functional test. The investigation findings revealed that the root cause of ua17 were due to the combination with the stiffness of the patient's chest and the autopulse platform's brake gap was too wide. Unrelated to the reported complaint, a cracked front cover was observed on the returned autopulse platform during visual inspection. This type of physical damaged was likely attributed to normal wear and tear and/or mishandling. The autopulse platform was manufactured in august 2016 and it is 4 years old. The front cover was replaced to address the damaged cover. During archive data review, the autopulse platform recorded multiple "ua17" (max motor on time exceeded during active operation) started from january 15, 2020 to january 23, 2020. The platform was never powered on for use on february 4, 2020 as per date problem occurred. The autopulse platform did not reach target depth within the specification and prompted user advisory 17 due to the stiffness of the patient's chest. The autopulse platform passed the initial functional testing without any fault or error. However, during further testing (run_in test), the returned autopulse platform stopped after a few compression due to system latch error 139 (unable to hold compression position (system error). Two of the drive train motor shaft dimples were found worn out. The two set of screws would not locked into the drive train motor shaft dimples locking wells and caused the brake to disengage. The root cause of system error 139 was due to brake gap was too wide. To remedy error 139, the drive train motor assembly was replaced and this issue is related to the reported complaint. After service completion, the autopulse platform was re-subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The returned autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar reported for autopulse with serial number: (B)(6).